Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged low battery life or low battery alert and keypad anomaly found on 01-dec-2022. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored and no low battery life or low battery alert noted. Successfully downloaded history files and traces using thump. Please see below for pump errors/alarms noted 1 week prior to the event date 01-dec-2022 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 11/25/2022 20:43:00.000 11/25/2022 20:59:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. There were no unexpected pump errors/alarms/alert noted. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery life or low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Low battery life or low battery alert and keypad anomaly were not confirmed. However, intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the buttons on the insulin pump's keypad were hard to push to work and also found that the battery lasts less than expected. Troubleshooting could not be performed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not and the device will not be returned for analysis.